Manufacturer narrative:
Device analysis report is attached. This report is submitted on may 30, 2023.

Manufacturer narrative:
Per the clinic, the patient developed an infection at the implant site. This report is submitted on june 21, 2023.

Manufacturer narrative:
This report is submitted on may 01, 2023.

Event description:
Per the clinic, the device was explanted on (B)(6) 2023, due to an infection (site of infection not confirmed). Additional information has been requested but has not been made available as of the date of this report.